Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the longevity of this pacemaker went down a year. Analysis showed that the power was elevated due to the sensing of persistent atrial fibrillation. Boston scientific technical services (ts) advised to turn off atrial sensing. To date, this device remains in service. No adverse patient effects were reported.